Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention, (B)(4). Device code: (B)(4)-hernia recurrence occurred. It was reported that following insertion the patient experienced infection, adhesions, urinary tract infection, pain and hernia recurrence. It was reported that the patient underwent mesh revision on (B)(6)2016 under dr. (B)(6) at (B)(6)due to adhesions and hernia recurrence.